Event description:
The impella controller exhibited an impella position unknown alarm due to extremely low pulsatility.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. The complainant reported there were placement signal issues. Impella position unknown alarm was occurring due to extremely low pulsatility. Support continued. The patient survived the event, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: on (B)(6) 2023, pump (B)(6) was started up on ic1165. Within seven hours of running, the user received many impella position unknown alarms as referenced in the complaint. This continued intermittently throughout the duration of the case. The rt logs from the impella position unknown alarm show fluctuating placement signal which the user would have seen. Additionally, later there were frequent 1036 errors in the logs (though not triggering an alarm for the user) starting on (B)(6) and continuing intermittently. This was caused in the rt logs by barcoding up to 3002 mmhg for the placement signal and -3276.8 mmhg for the raw optical sensor. Logs for cases before and after were examined but the failure modes did not occur. Device analysis: the console was returned for preventative maintenance (pm) on 4/26/24 (this complaint was not created yet) but the console passed pm including the 5s in section 23 which would influence placement signal if faulty. The console was tested but the failure mode did not reproduce and was able to run a known-good pump as expected. Root cause: the cause of the impella position unknown alarms was not determined since there is nothing in the logs to explain the fluctuating placement signal. Additionally, the symptoms were not reproduced during other cases and during console testing therefore it is unlikely the failure mode was caused by the console. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.